Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came to the hospital feeling dizzy. When interrogated an ongoing svt episode was observed and also that patient had received an inappropriate shock; therapies were disabled. Patient had also stopped medication without prescription from physician. Reprogramming was performed. There was also increased pacing lead impedance for which physician decided to take no action on.